Manufacturer narrative:
Based on the claim against the product by the customer noting that the tenaculum forceps instrument had a broken cable and failed to open its jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed, and it was found that the primary failure of a broken pitch cable was related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the instrument having a broken cable and failing to open its jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the tenaculum forceps instrument (part# 470207-10 / lot# n10201123-0052) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a myomectomy procedure. There were 5 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. This complaint is reportable due to the following: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable and failed to open its jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.